Manufacturer narrative:
The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during a suburethral sling placement procedure performed on (B)(6) 2018. According to the complainant, post procedure, hematuria was noticed in the foley bag of the patient. A cystoscopy was done and it was found out that the physician has perforated the bladder with the carrier tip. The physician decided to remove the sling and implanted another solyx sis system. Second cystoscopy was done and was clear. Patient was on foley catheter for five days and was doing well.